Event description:
The customer stated she found a leak on the coulter lh 780 hematology analyzer while adjusting the hgb lamp to correct for incomplete computations for hgb. The volume of leak was about 1ml and was contained within the unit there was no biohazard exposure to open wounds or mucous membranes. No erroneous results were generated in connection with this event.

Manufacturer narrative:
The customer with the assistance of the fse found that the tubing from the upper sheath restrictor to the flow cell was leaking and replaced the tubing that fixed the leak. (B)(4).